Manufacturer narrative:
(B)(4).

Event description:
It was reported that defibrillation threshold was observed. Patient was asymptomatic. Patient was implanted with a new system and physician attempted to deliver shock and failed. Due to inadequate high voltage output an external defibrillator was used. Device was explanted and replaced. Patient is stable before, during and post procedure.

Manufacturer narrative:
The field report of inadequate hv output was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.